Event description:
It was reported that the lv lead was advanced to the target location but could not be affixed. The lv lead was removed and replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).